Event description:
It was reported that bd phaseal secondary set c61 draws air from the secondary set into the infusion bag and the infusion bag can not be emptied. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR reviewed was performed and no ncr-s reported during production that would explain this issue. Two samples received on site for investigation, unused and still in original packaging. Two samples received were visually inspected and results of visual inspection was conformal, functional test was done as well test for leakage and results is conformal. No defects identified in the returned samples.

Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1008839, medical device expiration date: 2022-01-31 , device manufacture date: 2018-08-21. Medical device lot #: 1007653, medical device expiration date: 2021-11-30, device manufacture date: 2018-05-16. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 draws air from the secondary set into the infusion bag and the infusion bag can not be emptied. There was no report of exposure, serious injury or medical intervention.